Manufacturer narrative:
The display was blank due to an anomaly isolated to the liquid crystal display board.

Event description:
It was reported that the screen on the insulin pump was distorted. Nothing further was reported.